Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative was informed by the site that during a navigated spine surgery the pak (pedicle access kit) needle was bent during surgery, when the surgeon was trying to penetrate the pedicle. The pedicle was very hard so he had to hammer the instrument to force it into the pedicle. The needle was bent 30 degrees in the process. The surgeon did not notice the bend and continued to place the guide wire which was also bent. The screw deviated into the spinal canal. The deviation was discovered when they took the first confirmation image. The misplaced screw was removed and replaced with a new pak needle. Navigation was only used to place the k-wire and use of cannulated screws. The patient has full motor control, full sensibility, and no pain post-surgery.

Manufacturer narrative:
Patient ID was not available from the site. The device manufacture date is not available at this time. The pak needle is reported to have bent due to being hammered into particularly hard bone.

Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Suspect pak (pedicle access kit) needle was returned for evaluation: as reported, the tip of the instrument is bent about 30 degrees. The tip of the cannula is damaged and impacted with bony material. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
The suspect pak needle was returned and analyzed: as reported, the tip of the instrument is bent about 30 degrees. The tip of the cannula is damaged and impacted with bony material. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A review of the failure mode and complaint rate do not indicate any lot-related or manufacturing issues with the suspect device. Pak (pedicle access kit) needles and other instrumentation that are designed to be impacted into bone (e.g. Spinal pedicles) may bend or break if too much force is used or if the bone is overly sclerotic (hard). Accuracy of hardware placement was checked with a confirmation o-arm spin prior to closing the patient, which allowed the issue to be detected. In addition, the surgeon reported that there was no neurological sequelae as a result of the medially misplaced screw.